Manufacturer narrative:
The triglycerides reagent lot number is 934757. The expiration date was not provided. The field service engineer inspected the module, cleaned the rinse nozzles, adjusted the water volume, verified the nozzles and springs, and cleaned the reagent probes. He performed successful qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable low triglycerides result from one patient's sample tested on the cobas 8000 c702 module. On (B)(6) 2026: the initial result of the initial patient sample taken at the general practitioner's clinic was 1.63 mmol/l. On (B)(6) 2026: a new patient sample was taken at the hospital upon the patient's admission. The initial result of the new patient sample was a data flag with no numerical result. The repeat result, with the patient sample diluted, was >50 mmol/l. The result of the initial patient sample was questioned, prompting a rerun. The first repeat result of the initial patient sample was a data flag with no numerical result. The second repeat result, with the patient sample diluted, was 56 mmol/l. The high results were deemed correct, as the patient is glycemic.